Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device, with a 6fr sheath, after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the thumb advancer could not be advanced to complete sheath splitting. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported event, thumb advancer could not be advanced to complete sheath splitting, was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The physician is reported to be trained in the use of the starclose se device.